Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 4. Reference MFR. Report#: 3006705815-2016-00277; reference MFR. Report#: 1627487-2016-03541; reference MFR. Report#: 1627487-2016-03542. The patient received two anchors with the same lot number. It was reported the patient underwent surgery on (B)(6) 2016 to explant his system due to infection at both the ipg and lead sites. The results of the cultures are unknown at this time.